Event description:
Soaked fascia 30 min in saline. Dr attempted to use fascia in pt and fascia edges tore, following striations in facia which horizontally cross through the fascia piece. Another fasia allograft given to scrub with vertical striation. Surgery delay 30 minutes to soak new allograft. Pt under anesthesia 30 minutes longer due to failure. New allograft successfully used.